Event description:
It was reported via medwatch mw5186457 that death occurred. During a pulmonary vein isolation (pvi), the farawave catheter was withdrawn back into the right atrium. The pericardium was punctured and blood was withdrawn from the pericardial sac. The patient's blood pressure did not stabilize, and chest compressions were initiated. Anticoagulants were administered. The patient subsequently developed asystole followed by continued hypotension. Ultrasound imaging identified a pericardial tamponade. A pericardiocentesis was performed; however, the patient's blood pressure did not improve. Resuscitation efforts continued but were unsuccessful, and the patient died on the operating table. The physician indicated that the perforation may have occurred after the first energy delivery.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Detailed product information was not provided when the event was reported to bsc through the FDA medwatch program. We are unable to request further information due to the anonymous nature of the initial reporter, and thus we are unable to provide the unique identifier (UDI) and other specific product, patient, or incident information.

Event description:
It was reported via medwatch mw5186457 that death occurred. During a pulmonary vein isolation (pvi), the farawave catheter was withdrawn back into the right atrium. The pericardium was punctured and blood was withdrawn from the pericardial sac. The patient's blood pressure did not stabilize, and chest compressions were initiated. Anticoagulants were administered. The patient subsequently developed asystole followed by continued hypotension. Ultrasound imaging identified a pericardial tamponade. A pericardiocentesis was performed; however, the patient's blood pressure did not improve. Resuscitation efforts continued but were unsuccessful, and the patient died on the operating table. The physician indicated that the perforation may have occurred after the first energy delivery.

Manufacturer narrative:
Investigation summary based on the available information, although no product has been returned, we have determined that the cardiac perforation, cardiac tamponade, hypotension, asystole, cardiac arrest and death are known inherent risks with use of this product. Device technical analysis the device has not been received for analysis; therefore, a technical analysis of the complaint device could not be completed. Labeling review based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review a risk review performed for the farawave device confirmed that the event of cardiac perforation, cardiac tamponade, hypotension, asystole, cardiac arrest and death are a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the farawave device is acceptable. Investigation conclusion based on the information provided, the reported event of cardiac perforation, cardiac tamponade, hypotension, asystole, cardiac arrest and death are a known inherent risk of farawave device. Cardiac perforation, cardiac tamponade, hypotension, asystole, cardiac arrest and death are expected procedural complication addressed within the IFU for the farawave catheter. There were no allegations of a quality or manufacturing deficiency leading to the adverse event as reported to bsc, and the device has not been returned for analysis at this time. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Detailed product information was not provided when the event was reported to bsc through the FDA medwatch program. We are unable to request further information due to the anonymous nature of the initial reporter, and thus we are unable to provide the unique identifier (UDI) and other specific product, patient, or incident information.